Event description:
It was reported that the physician was performing a procedure on the proximal femur. The doctor was using a 17g rf ablation needle with the bonopty penetration set. The physician had inserted the cannula approximately 3 mm into the bone, then inserted the rf needle. Upon removal of the cannula, it fractured and a piece remained in the patient, and is approximately 9 mm into the bone. At the time of the report, the patient was scheduled for surgical intervention to remove the fractured component. No additional information is available at this time.